Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having sharp edges on the bottom aligners that has caused soreness on their lower lip and gums. They have filed them down but they need to file it down more.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.